Manufacturer narrative:
On-site investigation was performed by field service engineer. According to the information provided by the technician, the issue with too high positive end expiratory pressure (peep) was intermittent and was reproduced during on-site visit. The inspiratory pipe and expiratory membrane were cleaned. The device passed all performance tests and was returned to clinical use. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting.in order to conduct further analysis of the case, more detailed information is required, hence the root cause was not determined.the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there was a discrepancy between set and measured values of positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref #: (B)(4).